Event description:
A malfunction alarm was reported by the customer, with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the issue happened again and was informed that they could continue using the pump.